Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold lite vaginal support system, the device broke (specifics unknown). The procedure was completed with another uphold lite vaginal support system with no complications to the patient, who was fine at the conclusion of the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.